Manufacturer narrative:
The 510 (k) # k082590. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs on (B)(6) 2011 alleging inaccurate high readings on her one touch ping meter. The patient mentioned that on (B)(6) 2011 at 9:55pm she had tested and obtained a 384 mg/dl and increased her dosage of insulin and took 1.75 units of novolog due to the meter reading. Her blood glucose dropped too low where her reading was 69 mg/dl at 10:59 pm and 64 mg/dl at 11:25pm. A non- hcp treated the patient with food/ drink. She did not seek any further medical attention or contact her physician for advice. At 12:25am on (B)(6) 2011, her blood glucose reading was 110 mg/dl. The patient also mentioned the following alleged inaccurate readings: 445 mg/dl, 65 mg/dl and an 89 mg/dl within 1 minute apart from each other on (B)(6) 2011. The patient did not exhibit any symptoms due to the alleged issue. The test strips were not expired and the vial was not cracked or broken. Customer care advocate (cca) walked the patient through a quality control test and the meter passed testing. The product was replaced. The complaint is being reported since the patient alleged that she had taken insulin based on the meter reading and later had to receive treatment by a non-hcp with food/drink for a blood glucose reading of 69 mg/dl and 64 mg/dl.